Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events with additional information from initial reporter, concerns a 10-years-old male patient of an unknown origin. Medical history included type I diabetic, as historical drug included insulin glargine (lantus) and pidra (as reported). Concomitant medications included insulin aspart for unknown indication and unspecified insulin for type I diabetic. The patient received insulin lispro (rdna origin) injections via cartridge, 6 international units at morning, afternoon and evening plus corrections per needed, for type 1 diabetes. Additionally received insulin glargine (unknown manufacturer) 12 international units at morning and 7 international units at evening (once daily dose taken more frequently), both via reusable pen humapen ergo ii. Route of administration and therapies start date were not provided. On an unknown date, while on insulin lispro and insulin glargine, he used a humapen ergo ii that was simply not applying the medication, even though it was used correctly. For days, he performed the applications believed that insulins were being administered, but the device failed and did not release the liquid. As it was a child, he could not notice the defect and went days without receiving the right medication (possible incorrect dose administered) which resulted in severe diabetic decompensation as his blood glucose was uncontrolled for days. During this period, the patient experienced a weight loss of 8 kg. Nothing had any effect, evolution to a severe condition, he went to the prompt care unit (upa) on (B)(6) 2026 with very high blood glucose and on (B)(6) 2026, the physician herself found that the pen was defective. At the same time, he went to the emergency room where there was still no ketosis. The physician informed his mother (patients mother) that hospitalization was not necessary at that moment and advised only follow-up with the physician who was already managing the case. After consultation, the physician identified that the insulin was not being administered correctly and performed a ketosis assessment, with a result of 4.7. He was then referred to the hospital. On (B)(6) 2026, he was hospitalized with diabetic decompensation as he had diabetic ketoacidosis including blood glucose above 300 (lot. 2407d05, pc. No. (B)(4)). At the hospital, three fluid bags were administered, however without clinical success, he was taken to resuscitation room, and an insulin pump was then initiated. This event was considered serious by the company due to its life threatening. He remained hospitalized for six days, being five days in one hospital and one day in another. He was transferred to another hospital on (B)(6) 2026 and discharged on (B)(6) 2026. His blood glucose stabilized at 96 mg/ dl and had no further problems his maximum values were around 150 mg/ dl. He recovered from ketoacidosis. Information regarding additional corrective treatment, further hospitalization details, outcome of the remaining events and therapies status was not provided. The operator of humapen ergo ii was patient, and his training status was not provided. The general and suspect humapen ergo ii model was started on unknown date, and its duration of use was not specified. The action taken with suspect humapen was unknown and its return status was expected. The initial reporting consumer did not provide an opinion of relatedness between the events and insulin lispro or insulin glargine but related the incorrect doses and ketoacidosis with humapen ergo ii while did not provided a relatedness for the remaining event with humapen ergo ii . Update 25-apr-2026: additional information from the initial reporter, received on 20-apr-2026 and 23-apr-2026 were processed together. Added concomitant medication. Updated narrative with new information. Update 29-apr-2026: additional information from the initial reporter, received on 23-apr-2026. Added concomitant medication. Updated status of device available for evaluation in suspect device and updated event coding as diabetic ketoacidosis (previously coded diabetic decompensation). Updated narrative with new information. Update 30-apr-2026: additional information from the initial reporter, received on 25-apr-2026 and 29-apr-2026 were processed at the same time. Added insulin lispro and insulin glargine as suspect drugs, the non-serious event of once daily dose taken more frequently, device lot number, historical drugs, blood glucose lab tests and life-threatening seriousness criteria for ketoacidosis. Updated device opinion of relatedness from no reported to related and narrative accordingly. Update 05-may-2026: additional information was received from initial reporter on 29-apr-2026. No additional information was provided. No changes were performed. Edit 12may2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.